Event description:
During locking the anchorage lisfranc plate (proximal) lock screw plsl3022 went all the way through the hole. Surgeon changed the locking screw to plsl3522 and that item worked fine. There was a few minutes delay during the operation due to changing the lock screw. Operation was completed successfully.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
It was identified during previous cases that the screw is concomitant for this reported failure (screw went through the plate).if any other information is provided indicating otherwise, the investigation will be reworked.

Event description:
During locking the anchorage lisfranc plate (proximal) lock srew (B)(4) went all the way through the hole. Surgeon changed the locking screw to (B)(4) and that item worked fine.there was a few minutes delay during the operation due to changing the lock screw. Operation was completed successfully.